Event description:
It was reported, the pt did not have adequate pain coverage with a single lead. The physician explanted the single lead and replaced the lead to obtain adequate coverage for the pt's pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.